Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that there was a difference in the handling of equipment and recognition of reprocessing procedures between olympus' recommendations and the facilities concerned. In addition, olympus professional staff has already completed training on proper handling. Preventive measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus personnel that the user facility was insufficiently reprocessing their olympus evis exera ii gastrointestinal videoscope. There was no patient involvement during this event.

Manufacturer narrative:
During a user facility visit, it became clear that the staff wasn¿t properly reprocessing their olympus gastrointestinal videoscope. It was noted that the customer does not have a suction source to complete the recommended suction cleaning steps per the instructions for use (IFU). An olympus representative scheduled a visit to the user facility and performed an in-service with the staff. During the in-service, all reprocessing steps (pre-cleaning, leak testing, and manual cleaning) were all explained.